Event description:
The customer reported that the device acted like the button was stuck and kept activating. This occurred at the end of the procedure. There was no pt injury. The surgeon opened another device to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.